Manufacturer narrative:
The surgical pattie (801408) was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the pattie/strip unit was inspected using the unaided eye. The analyst confirmed the presence of a burn mark near the green string. The complaint could be verified through failure analysis. The complaint was confirmed in the complaint investigation. Per the failure analyst, ¿cottonoid material is formed from rayon. During processing, this rayon material is broken down into small, loose fibers. If the fibers do not break down properly, a small cluster of fibers can result. This creates a thick spot in the pattie. When the string or x-ray is ultrasonically welded on this spot it absorbs more energy than the rest of the pattie and results in a burn. Patties created on the hybrid machines are visually inspected during the operator before being carded. Operators fan through the stack of 10 patties counting each pattie and ensuring there are no defects. They then flip over the stack and repeat before attaching the stack to a card. Because the burn mark was missed the complaint can be attributed to operator error. Operators will be retrained." A corrective action was implemented to investigate the patties/strips product family. Additional information was received: the product was stored in its individual pouch in a clean plastic bin in a clean/sterile area.

Event description:
N/a

Event description:
A facility reported that when package was opened, a brownish spot was noticed on one of the patties. No patient injury.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.